Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that the axiem box could not connect with the navigation system. The axiem communication cable was found to be damaged and needs to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the cause of the issue was a damaged axiem cable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the customer repaired the cable and did not wish to replace it.

Manufacturer narrative:
A system checkout is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the em mode was not available. There was not patient involvement.